Manufacturer narrative:
Exact date unknown, event occurred few weeks ago based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg no longer holds its charge. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted, and patient was doing well postoperatively. The explanted ipg was not returned by the facility.